Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine (100 mcg/ml), bupivacaine (25 mg/ml), and morphine 3.5 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump was refilled last week after it had reached the low reservoir status. The patient went home and reported that the pump continued to alarm. The agent reviewed information around concurrent alarms and reviewed how to silence the audible alarm. The caller was not with the patient, but the patient was enroute to the facility. The caller was going to call back if they had any questions once the patient arrived.